Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument was docked, introduced into the patient, and observed to be bent. Additionally, a fragment fell inside the patient and was retrieved during the same procedure which was completed robotically.

Manufacturer narrative:
The force bipolar instrument was received, failure analysis found the instrument to have a broken main tube from the distal tip. A visual inspection showed the proximal and distal clevis both were indented. The instrument housing was removed and found all internal cables to be still intact. No broken pieces found inside of the proximal clevis, but there are possible missing pieces. A review of the system logs shows that the force bipolar instrument was last used during a da vinci-assisted unilateral inguinal hernia repair procedure performed on (B)(6) 2024. No related errors were found to have occurred during the surgical procedure.